Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified pulmonary artery. Following the insertion of a 6f non-bsc introducer sheath and the advancement of a non-bsc guide wire, an 8.0 x 20, 75cm mustang¿ balloon catheter was selected for use to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atms. No segment of the device was retained inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).